Manufacturer narrative:
(B)(4). It was reported that after a bath, the resident was seated on the alenti being dressed when she leaned forward, it is considered that the resident lost a body balance causing the device to tip, following the weight of the resident. The device was put through a function test by the arjohuntleigh representative that visited the site. The findings described by the technician showed bad condition of the lift, the device was not up to the specification when the event took place, however, these were not contributing factors to the incident itself. When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti tipping). The trend observed for reportable complaints with this failure is currently considered to be low and decreasing. Arjohuntleigh has manufactured about 23000 alenti bath chairs, the complaint ratio with this failure mode is 0.002 which we consider to be very low. We recommend that facilities establish regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use, as per instruction for use delivered with the device (04.cd.02/8 ca from june 2004): "the resident should be active or semi-active (i.a. Able to sit upright unsupported on the side of a bed or toilet)." "The resident should understand and respond to instructions to stay seated in an upright position. As an example the resident should be able to sit unsupported on the side of the bed and on a toilet in order to use the alenti. If a resident does not meet these criteria an alternative lift should be used." In the last year there were reported together 3 incidents where this particular resident or fell from the same alenti of slipped from it during a bath. Looking at this the category of the patient who was treated on the alenti is incorrect, having in mind a history of the incidents with this resident it is clear that alternative lift, more accurate for less mobile resident, should be used. During the procedure of drying/dressing it is important to put a big effort to control the patient positioning and movement. It was reported by the caregiver taking care of this resident, that she is known from learning forward quite a lot (i.a. At the table, in wheelchair, on the commode, at the edge of bed). When knowing this, enhance attention shall be put to the resident to make sure that is sitting in the upright position, additionally the resident after the bath could get tired and get worse in the mobility. Therefore there appears there has been no technical deficiency with the device that could have had an influence on the event and that a series of use errors and unfortunate circumstances caused the event, the most relevant use error being lack of the resident assessment and not paying attention if the resident is sitting correctly in the middle of the chair in the upright position. Looking at the incident scenario it has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event and in that way contributed to the event. From this we conclude that this incident was caused as a result of not following the handling procedures described in IFU, incorrect patient assessment and not paying attention of the patient remains sitting in the upright position.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported by the customer that a resident was seated on the alenti after her bath (lotion applied, nightgown on). Resident said she was cold so caregiver got 2 towels and place one over her lap and the other around her shoulders/back. Resident was dried from her feet to her knees - caregiver was going to finish drying her off once back in bed. Her undergarments were positioned at her knees. When she leaned forward, the alenti tipped forward and the resident fell out to the side of the alenti on her back (she did not hit her head). The alenti was raised 2 1/2 - 3 feet from the floor. The resident fell between the alenti and tub.